Event description:
It was reported an emergency room (ER) physician called on (B)(6) 2014 to have pump shut off because the patient had been found at home unresponsive. A health care professional (hcp) came in to shut the pump off. The patient passed away at 05:00 on (B)(6) 2014. No diagnostic testing or troubleshooting was performed. It was noted that the family found the patient at home and was unresponsive. They called the ambulance and the patient was taken to ER clinic. The patient¿s daughter reported that the patient would take oral medications and would take them when they were not due. The patient was left alone for about 24 hours. It was unknown what symptoms were associated with this event. The manufacturer representative reported the death was not indicated to be related to the device. The pump was used to infuse fentanyl (4000 mcg/ml at 1439.1 mcg/day). The cause of death was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).